Event description:
It is reported that the provisionals fractured during the case, all pieces were removed from the wound site.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy (sem) analysis determined that the fractures occurred by repeated loading. There is no information available regarding the frequency of use of how the devices were used. Cause cannot be definitively determined. Evaluation: both returned instruments contain a fractured off condylar surface, damage was noted on the back rails of both devices. The instruments were found to meet print specifications where could be measured and the device history records appear to be conforming. The instruments have potential field ages of approximately 2 years.